Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs, archi8ve, and raw exams were reviewed and it was observed that exam loading failed with the message: "user report: not enough valid slices in initial stack. Stack size is 0." Upon analyzing the shared exams, it was observed that the ipp (image position patient) values of different slices point to the same location. For example, in exam 24510000, both slice 0 and slice 177 have the tag (0020,0032) with the same coordinates: -99.7715, -116.778, -50.3372. This pattern was observed across multiple exams. As a result, when constructing a slice stack, the calculated spacing value is nearly 0, causing the stack to be rejected and preventing volume reconstruction. The same issue occurred when importing via media. The logs did not provide any information on the behavior when imported using universal serial bus (usb), as reported. Additionally, attempts to reproduce the issue by importing via the filesystem yielded the same results. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735737, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when downloading a tractography scan from electronic picture archiving and communication systems (pacs), it took about 5 minutes and once it downloaded, an error displayed that it "cannot be used with stealth". The manufacturing representative (rep) reported that if she goes to radiology and downloads the exact scan to a universal serial bus (usb), it uploads and viewable on the system without any errors. The scan not sent compressed or any other changes. The only difference was that one was transmitted over pacs, the other over usb. All other scans load without errors. There was no patient involvement.